Event description:
Reportable based on analysis completed on (B)(4) 2011. It was reported that during prep for a percutaneous coronary intervention a shaft kink occurred. The lesion being treated was located a tortuous left anterior descending artery. The physician noticed that the 6fr mach1 guide catheter was kinked at preparation. The procedure was completed with another mach1 guide catheter. No patient's complications occurred and patient's status was good. However returned product analysis revealed a broken shaft.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis . Returned product consisted of a mach1 catheter with no original packaging. There was dried blood on the outer surface of the device. The shaft was separated 80 cm from the strain relief. The fracture surfaces are consistent with a fracture due to tensile overload. There was a longitudinal split in the shaft 75-80 cm from the strain relief. The shaft was twisted 73 cm from the strain relief. Examination of the material surrounding the separation and damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4)